Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and replaced. The associated software nodes were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image blackened and the system experienced a lock up. No patient or user injury was reported.